Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the distal left circumflex (lcx) artery, the left main coronary artery (lm) to left anterior descending (lad) artery and the lm to lcx. The lesions were moderately tortuous and mildly calcified. The physician successfully deployed a 25x20mm synergy drug-eluting stent (des) in the distal lcx and a 3.5x24mm synergy des from the lm to lad. The physician then deployed a 16x3.00mm promus premier des from the lm to lcx passing through the 3.5x24mm stent. Following post dilatation, the physician noticed a non-flow limiting edge dissection in the proximal part of the 16x3.00mm promus premier des. To cover the edge dissection, a 3.5x18mm des was deployed proximal to the first stent in an overlapping manner to complete the procedure. No further patient complications were reported and the patient status is stable.